Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. Cause of bg level was not known. Customer mentioned that they need "a pace maker put in" which "may be the cause of the high bg". Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage; a discharge date was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.